Event description:
Patient had a right groin insertion iabp placed in the or. Balloon ruptured while in patient, removed by surgeon. Next a.m. Patient presented with mottling in right leg and needed emergency embolectomy surgery.